Event description:
It was reported that the implantable cardiac monitor (icm) was distributed but not used by the clinic. There were no complaints by the clinician on the product. Upon return the icm's battery was found to be dead. No other issues were reported.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, indicated normal device functionality. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.